Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h4; h6. Proposed component code: mechanical (g04)- rasp. Visual examination of the returned product identified rasp cutting teeth are dull and worn. Cutting teeth are damaged and chipped on the narrow proximal side. Flat surface around the etch shows wear from previous uses. Distal tip is confirmed fractured and fractured piece(s) were not returned for evaluation. No other damage was noted. The complaint was confirmed based on the evaluation of the returned device. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during the procedure, the tip of the broach broke off inside the canal. The broken tip was found during the post-op x-ray. The broken piece was not retrieved. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.